Event description:
It was reported that during the implant procedure the right ventricular lead got stuck in the sheath. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant; full lead returned and analyzed.